Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a pump infection occurred. The event date was not specified. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-sep-05. It was reported that a wound check was performed in the clinic on (B)(6)2018. On (B)(6)2018, a wound debridement was performed by the hcp. The pump was explanted on approximately (B)(4)2018.